Event description:
Reporter stated that customer received the following results on two different meters within 6 minutes: 131 mg/dl (mobile) and 60 mg/dl (performa nano). Customer felt dizzy at the time of the results and self-treated with marmalade and felt better. No adverse event due to the meter reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with (B)(6) for the performa nano system.